Manufacturer narrative:
All operating currents were within specification and the insulin pump passed the self test. No unexpected blank display anomaly was noted. No moisture damage was noted on the electronics, motor, vibrator motor, or battery tube assembly. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the display window, a missing end cap sticker, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported her son's insulin pump got wet and now it has a blank display. Customer's blood glucose was unknown. The device is not physically damaged. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.